Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter had to be maneuvered into a certain position in order to charge the pump. Reportedly, the customer was able to charge the pump with an alternate adapter with no issue. Customer¿s blood glucose value was between 99-209 mg/dl.